Manufacturer narrative:
Nova biomedical does not expect the return of the device as it was discarded by the pharmacist.

Event description:
It was reported to nova biomedical by a pharmacist that a consumer's blood glucose meter started giving blood results in mg/dl instead of mmol/dl and it was returned to the pharmacy. No decisions to treat were reportedly made on the alleged faulty meter. The pharmacist will seek a replacement from the store's representative.